Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. One unused product from the lot number said to be involved was removed from the finished goods inventory to conduct an investigation. During a visual examination of the product said to be involved, we confirmed the balloon is in the deflated position and does not show any evidence of noticeable damage. The catheter tubing does not exhibit any stretched or damaged areas. During a functional eval, a cook quantum inflation device filled with water was used to inflate the balloon. The balloon inflated properly. The inflation device was used to deflate the balloon. The balloon deflated properly. Leakage of the balloon dilator was not observed. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation of the lot sample. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Conclusions: we are unable to confirm the report because the used product could not be evaluated and a sample from the same lot functioned properly. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to visual examination to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage esophageal balloon. After inflation, the balloon started to leak. No additional details could be obtained. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.